Manufacturer narrative:
(B)(4). The excor blood pump, s/n (B)(4), was used from (B)(6) 2015 (125 days). We reviewed the production records of the excor blood pump s/n (B)(4). This pump was produced according to our specifications. The blood pump is designed with a triple layer membrane separating the air chamber from blood chamber for safety reasons. The entire membrane consists of an air-side layer, a middle layer, and a blood-side layer. In case of disruption in one of the triple layers, there are two more layers that will maintain the integrity of the air and blood chambers. During initial analysis an air cushion between the membrane was detected. This indicates a defect of the air-side layer membrane, located on the rolling radius of the stabilization ring. Abrasion was determined between the air-side and middle layer of the membrane. Abrasion was most probably caused by local failure of graphite coating of the membrane. Graphite particles formed due to the abrasion between the layers caused increased friction at points which finally led to the defect in the air-side layer of the triple layer membrane. When defect occured in the air-side layer, air will get in between the airside layer and middle layer and forms air cushion. This will reduce the pump performance.

Event description:
The site informed the manufacturer, that diminished performance of an excor blood pump was observed in a patient supported in lvad configuration. The site suspected a defect of the membrane of the excor blood pump. The excor blood pump in question was exchanged by trained staff at the clinic. The patient tolerated the exchange well and did not experience any untoward effects.